Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intraoperatively, when the catheter was inserted, it was without complications, but when removing or withdrawing the guide, it was observed that it presented resistance to exit, so force was used to try to remove the guide. This attempt was made several times, and when removing the guide, it was observed that it was frayed and seen to be split in some parts. There was nothing unusual observed on the device prior to use. The catheter was not repaired. There was no leak, and tego was not utilized. Clorhexidina was the cleaning agent used on the device. There was no luer adapter issue. The insertion site was not treated prior to product placement. There were no other defects/damages found on the product. There were no other products being utilized with the device. The guidewire was attempted to be removed by hand. Upon noticing that the guidewire would not come out, as a remedial action, it was necessary to remove the entire catheter with the guidewire still inside (intact). No medical or surgical intervention was needed to prevent a permanent impairment of a function. There was no blood loss, and there was no blood transfusion due to the event. The event did not lead to or extend patient hospitalization. There was no reported patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that one guidewire, that was visibly uncoiled and frayed. There appeared to be no other abnormalities with the device. It was reported that the guide wire was unable to be withdrawn and frayed. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.